Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Concomitant medical products: 425cc mentor smooth round moderate profile saline breast implant, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with an unknown mentor saline breast implant has experienced postoperative left-sided capsular contracture, baker grade unknown. As a result, the patient underwent explantation and replacement with 425cc mentor smooth round moderate plus profile saline breast implant, catalog # 3502425, left serial # (B)(4) on (B)(6) 2009.